Event description:
Patient called to report product problem with her medtronic insulin pump tubing and reservoir. Patient said on (B)(6) 2014, she discovered a black foreign substance in the tubing of her insulin pump. Patient stated she called the manufacturer, but did not find them helpful at all. She said she feels fine, but is concerned about the foreign substance she found, and what could happen if it's in her body. Patient said it could have been in both the tubing and reservoir.